Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be cascading of an event previously reported. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 79 (non-recoverable system error) and broken probes in an arctic sun device. Per review of wo on 17dec2025, no patient impact reported, no patient identifier available. Per follow up information received via mail on 17dec2025, there would be a field service to investigate the issue and eventually repair the device. No patient involved.

Event description:
It was reported that the error 79 (non-recoverable system error) and broken probes in an arctic sun device. Per review of wo on 17dec2025, no patient impact reported, no patient identifier available. Per follow up information received via mail on 17dec2025, there would be a field service to investigate the issue and eventually repair the device. No patient involved.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.